Event description:
A customer had sustained a needle stick. According to the form "ER nurse was drawing blood on a patient and was using one-handed technique to activate the needle when the wings of the device were not connected, allowing the safety device to advance without providing safety protection for the needle. The result was a needlestick to the index finger of the nurse."